Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has screen issues. The touch screen intermittently loses functionality. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) has screen issues. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10 a getinge field service engineer arrived on site, and reported issue confirmed of touchscreen to have intermittent failures. He replaced touchscreen to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. See attached report for measurement details. The failure analysis and testing department received parttouchscreen serial number with a reported unit failure of intermittent failures.the failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept department installed the touchscreen serial number in the cardiosave test fixture and tested to factory specifications per procedure 0002-07-d016 rev e and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department is unable to replicate the reported failure. Retaining the touchscreen in the fat dept. Per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.